Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 312 mg/dl and current blood glucose value: unknown mg/dl, reported that sensor off last night. Troubleshooting was performed and found that the customer was treated with insulin pump. The customer dint reported any symptoms related high blood glucose level. It¿s unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed displacement accuracy test (dat) with 0.0872 inches. Unit was successfully downloaded using thus. Unable to confirm bolus delivered due to data not covering event date. Pump error 37 occurred during testing on (10/19/2023 09:57) in history files. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on pcb 1 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, it was noted as damaged due to cracked retainer. Motor was tested outside of unit and passed. Unable to verify high bgs, and passed functional testing. Harm reported is not confirmed. Pump error 37 is confirmed due to occurring during testing and isolated to motor assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.